Event description:
The user facility in (B)(6) reported at the beginning of the vitrectomy surgery the cutter would not cut; however cutter was aspirating and the vitreous body was pulled. During preparation for a new cutter it again started to move and the surgery was competed with no pt injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.